Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was defective. When removing the introducer from the aorta, the umbrella came out with it, because it probably didn't unfold properly. According to the users, all steps were carried out correctly, the seal probably did not unfold after being placed in the aorta. There was little bleeding in the ml range. A new heart string was inserted. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/27/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned not in its normal loading position. The white plunger was not depressed and the blue safety was on, which prevents the white plunger from being depressed. The seal and tension spring was observed inside the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the opened seal. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken;the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.216inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed, but the analyzed failure "fitting problem" was observed. The lot # 3000254598 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.